Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. The reported problem was verified during the event history log review as a system error 2042. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing but failed functional rite due to a timeout during drain. The functional rite failure found was captured in a different complaint. A short simulated therapy was performed with no issues related to the reported condition noted. The device's pneumatic system was checked, and a leak was identified. This lead to further inspection of the door assembly, and a cracked door piston was discovered. The cause of the system error 2042 was determined to be the cracked piston. The piston will be replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient kept getting system error alarms. The home patient was not sure which system error it was. This event occurred during use while the patient was connected during all phases of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.